Event description:
Bone grafting procedure took place. Eight days later, the pt complained about the bad breath caused by the surgery. Two days later, the dentist decided to reopen the surgery to wash all the bone ceramic graft out with a saline solution, because both sides were infected with too much secretion. During this procedure, the professional made a new release incision to cover better the implants that were left in the same position. After 24 hours, the second surgery resulted in a painless condition. No further adverse symptoms.

Manufacturer narrative:
Batch record was reviewed and confirmed that product was manufactured within specifications.